Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported from sweden by the vad coordinator that the patient stated single beeps on all batteries. Could not download log files recorded because there was no data on monitor (empty screen). There were no effects reported on the patient. The pump remains implanted. The controller was returned and received by the manufacturer on 04/22/2015. Investigation is in progress.

Manufacturer narrative:
(B)(4). The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an intermittent contact on the dual transmitter/receiver integrated circuit (ic). The controller worked as expected after re-flowing the ic. System testing indicated that the controller was unable to establish communication with the monitor and hence the alarm adapter did not silence the 'no power' alarm. However when the unit was 'troubleshooted' intermittent contact of u17 ic with the pcb was the root cause. However after re-flowing the ic the controller performed as expected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.